Event description:
Report received indicated difficulties advancing smart control stent delivery system (sds) through the vessel and the system prematurely deployed. Access was made from the right groin. The 7f catheter sheath introducer (csi) was placed crossover with difficulties, due to calcifications and steep bifurcation. The 0.035 in guidewire was introduced and placed through the stenosis in the left superficial femoral artery (sfa). The left sfa was the target lesion and measured 3 cm by 5 mm (length x vessel diameter). It was heavily calcified without tortuosity. Then the sds was introduced and the physician noticed the first 23cm of the stent system had crossed the bifurcation, however, the system was blocked. The sds could be retrieved, however, it was unable to advance, and flushing of csi and stent system could not solve the problem. As the physician tried to bring the stent in place by applying force, he saw that the stent started to open. Therefore the pushing was stopped, and system retrieved. The intervention could be finished with another smart stent. Further information revealed no device damages out of the package and no prepping difficulty. The product was stored according to labeling instructions. The stent did not dislodge, and there was no evidence of dissection. There were no adverse effects to the patient and the procedure was completed with another same like product.

Manufacturer narrative:
This product has been returned for evaluation and testing. However, the failure analysis report is not complete. Additional information will be sent within 30 days upon receipt.